Event description:
Terumo medical corporation received the reported information. The angio-seal device was used to achieve hemostasis at the puncture site after catheter treatment. After opening the package as usual and removing the device from the tray for inspection, it was found that the locator was already kinked. The device was not used, and another angio-seal device was opened to continue the procedure. There were no abnormalities with the second device, therefore hemostasis was attempted with the second device. Subsequently, hemostasis was successfully achieved. The type of procedure was hemostasis. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was 7 mm. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio seal device was returned for product evaluation. The returned device included header bag, arteriotomy locator, wire guide and carrier tube. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The locator was found to have been bent at the blood inlet hole. No other damage or issues were identified. The complaint was able to be confirmed for a bent locator as the locator was returned and was kinked at the blood inlet hole. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the device due to handling during device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).